Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual disturbance"). The patient was treated with surgery (essure was removed via laparascopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder and pelvic pain with essure. The reporter commented: device was in situ and was removed at the patients request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. A technical investigation will be conducted and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual disturbance"). The patient was treated with surgery (essure was removed via laparascopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder and pelvic pain with essure. The reporter commented: device was in situ and was removed at the patients request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual disturbance"). The patient was treated with surgery (essure was removed via laparascopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder and pelvic pain with essure. The reporter commented: device was in situ and was removed at the patients request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual disturbance"). The patient was treated with surgery (essure was removed via laparascopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder and pelvic pain with essure. The reporter commented: device was in situ and was removed at the patients request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Date of sample received at quality unit 2020-03-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual disturbance"). The patient was treated with surgery (essure was removed via laparascopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder and pelvic pain with essure. The reporter commented: device was in situ and was removed at the patients request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.